Manufacturer narrative:
The reported event was not confirmed during functional testing of the thermogard console (sn (B)(4)). However, the analysis of the retrieved event log confirmed the reported event. The root cause is user error. Upon visual inspection no physical damage was observed. The event log review revealed that the console was set on a controlled rate of 0.2 and 0.6°c per hour confirming the reported event. Additionally, the temperature probe was disconnected from the console and put the console on standby. Functional testing was performed and no issue was observed. The console passed all tests. Note that an alarm or fault can place the console into standby mode automatically. After remedying the condition that caused the alarm or fault, press the standby/run button to return to run mode. Temperature probe disconnection will put the console on standby. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console sn (B)(4).

Event description:
As reported, thermogard console (sn (B)(4)) was slow to cool the patient during ivtm therapy. No known impact or consequence to patient reported.